Event description:
On (B)(6) 2010, the pt was treated emergently for a blunt aortic injury with descending thoracic pseudoaneurysm. The proximal aortic diameter measured 23.4 mm. The gore tag thoracic endoprosthesis was deployed without issue. However, when the gore tri-lobe balloon catheter was advanced, the balloon was noted to engage the distal scallops of the graft. Balloon advancement was stopped but the graft continued to migrate proximally at least 15 cm thereby covering the great vessels. An "innominate chimney graft" was placed and a right to left carotid to carotid bypass was performed to perfuse the brain. Post-operatively, the pt experienced a left hemispheric cerebral infarction. On (B)(6) 2010, the pt died from multi-system organ failure.

Manufacturer narrative:
Method: device lot/serial numbers are not available to conduct a manufacturing records review. Results: a manufacturing records review was not conducted. Additional gore device related to this event: tgt2610/(B)(4) - refer to MFR. Report # 2017233-2010-00456.